Event description:
It was reported that device detachment occurred. The 99% stenosed target lesion was located in the mildly calcified and moderately tortuous vessel. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the image was lost and when the physician pulled out the catheter, he noticed it was fractured mid-shaft. The physician was able to completely remove the device by pulling the wire. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. The unit returned has the telescope detached. Visual inspection found kinks at the telescope and sheath assembly. Anchor housing detachment was observed. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage. Imaging core impedance test showed a complete circuit curve. Transducer level impedance test showed a good rh peak of 53 ohms. Image test could not be performed due to the condition in which the device returned.

Event description:
It was reported that device detachment occurred. The 99% stenosed target lesion was located in the mildly calcified and moderately tortuous vessel. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the image was lost and when the physician pulled out the catheter, he noticed it was fractured mid-shaft. The physician was able to completely remove the device by pulling the wire. The procedure was completed with another of the same device. There were no patient complications.